Event description:
It was reported that during a colectomy procedure, the device remained closed on the tissue. The first stapler worked properly, the second, third and fourth ones remained stuck on the tissues. The surgeon had to cut more intestine than he had planned initially. The patient is fine. Unknown how case was completed. There were no adverse consequences for the patient. Additional information has been requested but to date, no more information has been received.

Manufacturer narrative:
(B)(4). Device (a) was returned in good visual condition and with a fully fired cartridge reload loaded on the device. Device (b) was returned in good visual condition and with a fully fired cartridge reload loaded on the device. Device (c) was returned in good visual condition and with two fully fired reloads present. The devices were tested for functionality with test cartridge reloads and achieved their complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper shape. Event could not be confirmed as all of the devices opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.